Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1228116. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-08-16. Medical device lot #: 1165642. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-06-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium heparin(n) was found experiencing two occurrences of hemolysis. The following has been provided by the initial reporter: it was reported experiencing hemolysis. He mentioned that they were experiencing hemolysis on multiple of their vacutainer® plastic plus heparin blood collection tubes. Customer wanted to rule out a recall or issue with the tubes. He really feels that the problem is that they have a new instrument that detects hemolysis and the setting is too sensitive, because the samples do not look hemolyzed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® sodium heparin(n) was found experiencing two occurrences of hemolysis. The following has been provided by the initial reporter: it was reported experiencing hemolysis. He mentioned that they were experiencing hemolysis on multiple of their vacutainer® plastic plus heparin blood collection tubes. Customer wanted to rule out a recall or issue with the tubes. He really feels that the problem is that they have a new instrument that detects hemolysis and the setting is too sensitive, because the samples do not look hemolyzed.